Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient recently lost weight and the scs ipg moved. X-ray imaging confirmed the ipg migration. Consequently, the patient was prescribed pain patches by their physician. Surgical intervention may take place at a later date.

Event description:
Followed up revealed that the patient's ipg site was revised on (B)(6) 2019, which addressed the patient's pain issue.